Event description:
Reporter indicated a patient had high lead impedance readings with systems diagnostics testing. The vns was disabled. The patient has had no trauma and does not manipulate the vns. The patient was feeling her regular vns stimulation. X-rays were reviewed by the manufacturer which suggested the lead pin does not appear to be fully inserted. No other obvious anomalies were identified. The plan of care was to attempt lead pin reinsertion surgery or a lead revision if needed; however, the patient has elected not to have any surgery at this time.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results - x-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.